Manufacturer narrative:
An event regarding loosening involving simplex cement mix was reported. The event was confirmed. Device evaluation and results: not performed as the reported device was not returned for evaluation medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated that cement is not glue and does not adhere to the implant or the bone. It is a seating compound only strong in compression and likely to fail with a long lever arm of a distal femoral replacement and a constrained knee transferring cyclic loading stem. Failure was not the result of factors of faulty component design, manufacturing or materials, and hopefully the uncemented replacement stem will have a better survivorship. Device history review: DHR review for the reported lot determined that the device was manufactured to specification. Complaint history review: there have been no other similar events for the reported lot. Conclusions: based on the clinician review of the medical records and x-rays provided, cement is not glue and does not adhere to the implant or the bone. It is a seating compound only strong in compression and likely to fail with a long lever arm of a distal femoral replacement and a constrained knee transferring cyclic loading stem. Failure was not the result of factors of faulty component design, manufacturing or materials. Medical history pertaining to the patient's primary and first revision surgeries and explant evaluation are required to further investigate this event. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient reported having revision to his right knee due to the cement adhering to the implant and not the bone. This caused the implant to be loose and patient reported causing him pain.

Manufacturer narrative:
Review of the batch manufacturing records indicates packs were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation. Not available.

Event description:
Patient reported having revision to his right knee due to the cement adhering to the implant and not the bone. This caused the implant to be loose and patient reported causing him pain.